Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing multiple air bubbles with the last box of reservoirs and blood glucose went high to 600 mg/dl. Customer stated that reservoir in use had bubbles between the two o-rings and could not be primed. Customer stated the insulin pump was not rewound with a reservoir in place and the insulin was stored at room temperature. Customer was advised the reservoirs would be replaced and he declined to return the product for analysis.